Event description:
It was reported that a home patient experienced an infection coincident with peritoneal dialysis therapy. The cause of the infection was unknown. On an unreported date, the patient was treated at the hospital with the catheter being removed and hemodialysis being performed for a temporary period of time (catheter removal date and start and end dates of hemodialysis not reported). Additional treatment was not reported. It was not reported if the patient was recovered or was recovering from the infection. It was not reported when or if peritoneal dialysis was resumed. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). On an unreported date in 2014, the patient experienced an infection. The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned, a device analysis could not be completed. The reported event of infection could not be confirmed. Should additional relevant information become available, a follow up report will be submitted.